Event description:
It was reported that a 24-year-old female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced right side capsular contracture; baker grade IV, and early onset seroma postoperatively. The patient consulted with the healthcare professional. As a result, the patient underwent right side explantation and replacement with catalog number 3505004bc; serial number (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and early onset seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On november 10, 2022, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d2a for common device name has been updated to "prosthesis, breast, noninflatable, internal, silicone gel-filled" - field d2b for procode has been updated to "ftr" - field d4 for catalog number has been updated to "3505004bc" - field d4 for lot number has been updated to "9582878" - field d4 for serial number has been updated to (B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4) - field g4 for PMA/ 510(k) has been updated to "p030053" on november 14, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On november 28, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number (B)(4).